Manufacturer narrative:
The collimator was returned to the manufacturer for evaluation. Testing found that the bench testing and burn in testing did not pass.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The system failed the mechanical tests. There was collimator error on boot up. The representative replaced collimator and verified system functions as intended. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system had a collimator initializing error when booting up the system. The system was rebooted 3 times but the error persisted. No patient present.